Event description:
Additional information was reported from the consumer. It was reported that the ins battery was kept at on the patient's back. This step was taken to resolve the inability to get the battery completely full and the lost coupling issues. It was noted that the issues had not been completely resolved.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back syndrome - other. It was reported the patient could not get the battery completely full. The patient noted that she had not been able to get the battery completely full since implant. No patient symptoms were reported regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.